Event description:
A reprocessed trocar with dried debris was discovered as it was being used on a pt during an endoscopic procedure. Irrigation by a disposable irrigator product dry debris. Use of the instrument was discontinued.

Manufacturer narrative:
The source of the dried debris is unknown as the device was discarded by the user facility. The device apparently was evaluated by the user facility but, despite numerous requests, no report of results was provided to the MFR. It is highly unlikely dried debris would not have been discovered during the inspection process during reprocessing or prior to sue by the health care professional performing the procedure.